Event description:
It was reported that during use with bd q-syte¿ luer access split septum leakage occurred, there was flow issues and the there was connection issues. The following information was provided by the initial reporter, translated from (B)(6)to english: qsyte found in the ICU department of the hospital on (B)(6) 2021, during the infusion for patients: 1. One separation membrane joint diaphragm is damaged and liquid leakage occurs. 2. The breakdown of the 2 separation membrane joints when the diaphragm end is connected to the tee, the liquid medicine cannot be infused normally. After the connector is removed, the tee can be directly connected to the channel device for normal infusion, and it is not photographed after being discarded due to contamination; 3. 1 separation membrane connector and cvc liquid leakage occurred during connection (the screw port and the cvc connection), the screw port was adjusted but the leakage could not be stopped, and then the separation membrane connector was replaced with normal infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displays a view of a q-syte unit with the top disk being pulled from top body by someone¿s thumb and index finger. The septum top disk reveals to have a tear at the point that it is being pulled up. Our visual observation confirms the reported issue of the component being damaged, yet the photo does not reveal any evidence to identify the defects of flow rate issues or fluid blockage. The tear seen at the top disk appears to have most likely been caused by stress to the top disk. The rim of the top disk being pulled up from the top body at which point the remainder of the top disk is still attached to the top body causing the tear near the rim of the top disk. Tears in this area is unlikely to be a manufacturing related defect. However, the tear as seen in the photo can potentially contribute to leak/flow issues and fluid blockage. The reported issues have been confirmed. The damage observed to the septum could potentially cause the issue of leakage and or fluid blockage. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Without the actual sample returned for investigation, a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that during use with bd q-syte¿ luer access split septum leakage occurred, there was flow issues and the there was connection issues. The following information was provided by the initial reporter, translated from chinese to english: qsyte found in the ICU department of the hospital on (B)(6) 2021, during the infusion for patients: 1. One separation membrane joint diaphragm is damaged and liquid leakage occurs. 2. The breakdown of the 2 separation membrane joints when the diaphragm end is connected to the tee, the liquid medicine cannot be infused normally. After the connector is removed, the tee can be directly connected to the channel device for normal infusion, and it is not photographed after being discarded due to contamination; 3. 1 separation membrane connector and cvc liquid leakage occurred during connection (the screw port and the cvc connection), the screw port was adjusted but the leakage could not be stopped, and then the separation membrane connector was replaced with normal infusion.